Event description:
Air got past the abd and the machine didn't alarm until bubble was approx 8 inches from pt. At this point, the machine did alarm and the pump did stop. Pt was moved to another machine, lost approx 400cc of blood. No medical intervention.

Manufacturer narrative:
No injury or need for medical intervention. It is not a regulatory requirement stopping the bubble between the uabd and the venous clamp, but before it reaches the pt. The phoenix responded to safety criteria in setting off an alarm before the bubble reached the pt.